Manufacturer narrative:
The motor control unit 2303, part ID 2303.011, sn (B)(6) was investigated, and no defects were found during the inspection. The unit was checked, and an endurance test was even performed. The motor functioned without any problems. During the inspection, the motor socket was found to be worn out and should be replaced. However, the device is eight years old. This is due to normal wear and tears. Since the reported defect could not be found, the root cause of the problem cannot be determined. The motor control unit 2303 type 2303.011 with serial number (B)(6) was manufactured on march 30, 2017. The production order contains six units, and no abnormalities were detected during the manufacturing process. Since the first delivery to (B)(4) on april 24, 2017, there have been no further complaints regarding this serial number. During the last two years, richard wolf gmbh has received a total of ten repair orders with various concerns. The subject issue of functional malfunction/loss of function due to an unusable product is present in the risk management file e5-1: propulsion systems, control units with accessories, cl.ila, v00. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category. The risk profile remains unchanged.

Manufacturer narrative:
Although no injuries or unacceptable risks to the patient were reported, richard wolf gmbh (rwgmbh) consider this case a "reportable malfunction" due to a similar issue being reported as a "serious injury" in the last two years.

Event description:
It was reported that during morcellation, (holep) procedure, the blades were not rotating in the handle. Upon changing to a different machine, the blade rotated, and the handle worked. There was no reported delay and the scheduled procedure was completed. There was no report of any patient harm.